Event description:
It was reported that the pt had deteriorated since implant. It was felt that the symptoms were unrelated to the pump. Post-op the pt had experienced redness and swelling near the back incision. The pt was put on six weeks of mirapenin given per IV/PICC line. The infection seemed to improve and then worsened again especially at the back incision. The pump and catheter were removed due to infection; specific date was not provided. It was noted that the pt tested positive for pseudomonas aeruginosa and was otherwise doing well. Per the rptr, the pt died. It was not believed to be related to the pump. The pump was used to deliver lioresal.